Event description:
It was reported that the caller experienced a discrepancy between the displayed time and the actual time on their device. There was no adverse impact to the customer¿s blood glucose level, as the previous settings did not result in unusual levels. Technical support assisted the caller in updating the pump's time and advised them to monitor for any future discrepancies over five minutes, with the caller understanding and acknowledging the guidance.